Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the patient's ins quit working, probably in (B)(6) 2018. The patient wanted to meet with a representative to get the ins working again. No symptoms or further complications reported.